Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of sinus tachycardia as ventricular tachycardia (vt). No changes or intervention was reported. The patient condition was unknown.